Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The caravel microcatheter was returned for evaluation. The tip of the returned microcatheter was chipped in a u shape along with multiple circumferential cracks made by tensile stress. A longitudinal crack was found on the opposite side of the chipped segment. The proximal side of the tip was crushed for approximately 3mm. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with manipulation had most likely contributed to the observed chipping of the tip of the returned caravel microcatheter. The applied stress would exceed the product design limit when the tip was being trapped by the existing stent. Consequently, the tip became partially detached. It was concluded that this event was not attributed to product quality. The tip of the returned microcatheter was partially missing; therefore, it was unable to completely rule out a possibility that the fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Do not insert or withdraw this microcatheter into or through stent struts. Malfunctions and adverse effects: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had almost separated during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in segments 2 to 3 of the right coronary artery. The microcatheter was used for a retrograde approach with an asahi fielder xt-r guide wire. The guide wire was delivered through the existing stent located in segments 6 to 7 of the left anterior descending artery (lad) into a septal channel. Following the guide wire, the microcatheter was delivered through the stent struts when damage of the tip was noticed. The wire tip was pressed against the stent to form a j shape in order to carefully remove the microcatheter intact. A new microcatheter was used to complete the pci. The physician commented that the microcatheter tip seemed trapped in the stent struts during manipulation. There were no patient adverse effects associated with this event.